Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate; the event date (28-oct-2025) is considered to be a best estimate based on the date of awareness. This MDR represents the ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018 ¿ patient was diagnosed with epigastric umbilical hernia and infraumbilical ventral hernia thereby underwent open repair with implant of two ventralex st meshes (device 1 and 2), per operative notes, ¿a ventral hernia in the epigastric pouch was freed and small sized ventralex st mesh (device 1) was placed over the fascia and sutured. The umbilical hernia in the infraumbilical area was reduced and medium sized ventralex st mesh (device 2) was placed and secured with sutures.¿ attorney alleges pain.